Event description:
The patient was reported that her back up pump was not infusing. When she turned the pump on it would display a red screen with an error code 25540. Patient was able to switch to back up pump and successfully continue therapy. The therapy is life sustaining. There were reported patient involvement and no harm. This malfunction would likely to cause interruption of therapy.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: possible serial numbers (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.